Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebx1443 showed no other similar product complaint(s) from this lot number.

Event description:
A surgeon in the catheter clinic department planned to place a PICC in a patient under treatment in the oncology department, who had undergone six rounds of chemotherapy. After two attempts of PICC placement failed, the surgeon asked another senior surgeon for help. Blood could be seen coming out after the second surgeon's first attempt. However, resistance could be felt when he was inserting the guide wire. Then, he withdrew the needle and succeeded. After his second attempt, blood also could be seen and resistance was still felt when the guide wire was inserted around 20 cm into the patient. He then withdrew the guide wire and re-inserted the guide wire, resistance was felt again at the around 20 cm insertion of the guide wire. As a result, he decided to remove the needle together with the guide wire. When the needle was totally removed, it remained difficult to pull the guide wire out. With observation, the guide wire was split into two parts, with one part already removed and the other hooked in the issue. A urinary surgeon was invited to separate the issue and succeeded in withdrawing the guide wire. The front end of the guide wire was observed to have been split, one segment of which was a thin wire and another appeared to be spiral. Appeased and observed the patient.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of guidewire damage was confirmed and the cause appeared to be use related. The product returned for evaluation was a 0.018¿ x 35cm guidewire. The proximal end of the wire was uncoiled and unraveled in a region several centimeters from the proximal end. The proximal end itself remained tightly coiled but upon further inspection the weld tip was found to be missing. Microscopic examination of the wire ends confirmed that the weld at the proximal tip was indeed missing and the coil wire at that region contained the reflective and planar features of a cut. The wire was also pinched at that region and contained a stepped center; features which were characteristic of a scissor cut. The fracture surface of the core wire, which had been separated from the coil wire, was found to be planar and contained a reflective surface. These features were consistent with a cut wire, which would have resulted in unraveling the two wire components. A lot history review (lhr) of rebx1443 showed no other similar product complaint(s) from this lot number.

Event description:
A surgeon in the catheter clinic department planned to place a PICC in a patient under treatment in the oncology department, who had undergone six rounds of chemotherapy. After two attempts of PICC placement failed, the surgeon asked another senior surgeon for help. Blood could be seen coming out after the second surgeon's first attempt. However, resistance could be felt when he was inserting the guide wire. Then, he withdrew the needle and succeeded. After his second attempt, blood also could be seen and resistance was still felt when the guide wire was inserted around 20 cm into the patient. He then withdrew the guide wire and re-inserted the guide wire, resistance was felt again at the around 20 cm insertion of the guide wire. As a result, he decided to remove the needle together with the guide wire. When the needle was totally removed, it remained difficult to pull the guide wire out. With observation, the guide wire was split into two parts, with one part already removed and the other hooked in the issue. A urinary surgeon was invited to separate the issue and succeeded in withdrawing the guide wire. The front end of the guide wire was observed to have been split, one segment of which was a thin wire and another appeared to be spiral. Appeased and observed the patient.